Event description:
The pt experienced an overdose due to a calculation or concentration error. The pt could not move at the time. The pt recovered and was reportedly "doing fine". The concentration and daily dose of lioresal being administered via the pump was not reported.